Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposiiton is unknown.

Event description:
The case report described an asnis iii 5.0 mm partially threaded cannulated screw unthreading itself as it was being inserted during fracture fixation of a humerus in a (B)(6) male patient. A decision was taken to leave the detached thread in situ. At 3 weeks post-operatively the patient was comfortable, remained neurovascularly intact and was gently mobilised.